Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent may remain free floating in the pt. Device issue: stent dislodgement. It was reported that the lesion was heavily calcified and 90% stenosed lesion. After pre-dilatation, an attempt was made to deliver 2.5 x 15 mm promus, but it would not cross. Additional force was applied, but the shaft kinked and the sds was removed. The vessel was predilated again, and a new 2.5 x 15 mm promus stent was successfully deployed. An attempt was made to advance another company's stent, pushing the catheter up and out the guide having a little difficulty and noticed after pulling the stent back that the stent had stripped off the balloon into the proximal lad. A balloon catheter was used to catch the stent and deploy it in the lad. Then, another company's stent was placed successfully in the 1st diagonal. No additional event or pt info is available. This is being reported based on analysis of the returned promus which revealed that the stent was dislodged and not returned, therefore, the stent may remain somewhere in the pt. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive cause for the stent dislodgement and shaft separation. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the hypotube, distal shaft and on the balloon. There was contrast visible in the inflation lumen. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The hypotube had separated 35.2 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was also separated and was jagged. There were kinks in the hypotube 2 cm proximal to and 2 cm distal to the hypotube separation. There were multiple kinks in the hypotube throughout the entire length. There was no other damage noted to the sds. There were no kinks noted to the inner member or to the tip. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Quality assurance analysis is consistent with preparation, handling, and insertion into the body. Reportedly, force was used during the attempt to cross the lesion. It should be noted that the promus instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It was confirmed that were multiple kinks throughout the entire length of the hypotube. Additionally, the hypotube and hypotube jacket had separated 35.2 cm distal to the strain relief tubing. The fracture faces of the separation were oval indicating the shaft may have kinked prior to the separation. This type of failure is often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It is possible that when force was applied during the attempt to cross the heavily calcified lesion, the hypotube kinked and then possibly separated during removal of the product or from handling of the product during packing/shipping back to abbott for eval, as no damage was reported as being noted during the inspection prior to use. To ensure that kinks and shaft separations are not the result of a manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, during analysis, the stent implant was noted to be dislodged. Attempts were made to get additional info about the dislodgement; however, no further info was received. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, although a definitive cause for the stent dislodgement and shaft separation cannot be determined, there are no indications of a product quality deficiency. The pt anatomical condition likely contributed to the failure to cross and the kink in the hypotube appears to be related to the excessive force used during the attempt to cross. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for kinks during the manufacturing process. This MDR is considered closed by the product performance group.